Event description:
It was reported that: "dr impacted the stem (2.5 127 degree accolade) with the inserter. Upon review of the post op x-rays, we observed that there appeared to be a piece of metal near the medical calcar on the left side. Dr reopened the incision and removed the portion of the inserter and saw that one of the splines had been loosened during impaction and was where the extracted piece of metal originated."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.